Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire passed through the lesion, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. Dilatation was performed again by peripheral cutting balloon and a non-bsc stent was placed, and the procedure was completed. There were no patient complications nor injuries reported.